Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during a procedure of the non-tortuous, heavily calcified, concentric, de novo, proximal left anterior descending (lad) artery, the 3.0 x 12 mm tenku balloon dilatation catheter (bdc) ruptured during the second inflation attempt at 8 atmosphere (atm). There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.